Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the analysis concludes that the lead conforms to all mechanical and electrical specifications, with the exception of the identified damages to the lead defibrillation coil and to the body of the stylet. These damages occurred during the implant attempt and are attributed to passage of the lead through a constricted opening during the implant attempt. Examples of constricted openings may be: a sharp bend in the introducer or some physiological feature, such as through the subclavicle region. The comments of the physician indicate that this occurred upon insertion as opposed to extraction, since the damage was observed through the x-ray. These damages are excluded as a manufacturing defect.

Event description:
During an attempted implant of the subject device, damage to the defibrillation electrodes were identified through x-ray, so another lead was implanted instead.